Manufacturer narrative:
A follow up report will be submitted upon completion of the investigation.

Event description:
The customer reported the pulse cannot be heard on this device. There was no reported adverse patient impact.

Manufacturer narrative:
.